Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 9/1/98).

Event description:
After iabp for two days, the "blood detected" alarm sounded from the pump. The pump was changed. The dr tried to remove the iab but the iab was entrapped. The pt had a six hr surgical procedure to remove the iab. A second iab was inserted into the pt. [Event complications]: the iab was entrapped/surgically removed-reported 1/27/98. [Pt's current status]: ok-rpt'd 1/27/98.